Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus or basal delivery. The customer's blood glucose was 147 mg/dl. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer was assisted with clearing the alarm. The customer explained that the alarm had occurred four times within the past 30 days. The customer was not able to complete the rewind sequence. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.